Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was unknown. The patient died at home and was not hospitalized prior to death. It was not reported if therapy was ongoing prior to death and it was unknown if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history review revealed no previous service events that would cause or contribute to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.